Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter of the event was instructed to reload the device's software. The software was reloaded to address the issue.